Event description:
Info received indicates when the CPR is activated; the head section will not lower.

Manufacturer narrative:
The tech found that the CPR valve was stuck and not opening. He replaced the CPR valve and the bed functioned to specifications.